Manufacturer narrative:
A review of the provided video was completed, but it did not provide any insight into the root cause for the battery not latching. This AED nor its electronic log files were returned and thus the root cause could not be determined. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED battery pack would not stay latched into the AED. They reported this did not occur during patient use.